Event description:
The customer received questionable cancer antigen 125 (ca125) results for one patient when compared to the results from a centaur analyzer. The initial result was 86 u/ml and the result from the centaur analyzer was possibly 20 u/ml. On (B)(6) 2013, the result was 134 u/ml and the result from the centaur analyzer was possibly 20 u/ml. On (B)(6) 2014, the result was 164 u/ml and the result from the centaur analyzer was 20 u/ml. Information concerning which results were reported outside the lab and if the patient was adversely affected was requested, but it was not provided. The reagent lot number was 177693 with an expiration date of 08/30/2015.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were verified. The customer's results from the analytical e module were thought to be correct no evidence of interference was found in the sample.

Manufacturer narrative:
A sample from the patient was provided for preliminary investigation and the result from a cobas 8000 analyzer was 172.5 u/ml. The result from a lumipulse analyzer was 132 u/ml.

Manufacturer narrative:
This event occurred in (B)(6).